Event description:
During pt use, o2 sensor error occurred. Calibrating the o2 sensor could not solve the issue. This issue was solved by replacing the o2 sensor. No permanent injury was reported in this case.

Manufacturer narrative:
Athough requested, no pt info was provided.